Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit. The customer's blood glucose level was unknown at the time of the incident. Customer stated that they took the batteries out of the insulin pump when wife was in the hospital for non-diabetes related reasons. Battery out limit was performed. Customer stated that insulin pump alarmed during normal use and advised a new battery cap will be sent. When battery out limit alarm was cleared, the insulin pump alarmed failed battery test. Customer stated that new batteries were inserted and insulin pump alarmed failed battery test. Low reservoir and no delivery alarms were also received. No delivery alarm troubleshooting found reservoir empty and customer was advised to change reservoir but customer stated reservoir did not fit. The insulin pump will not be returned for analysis.